Manufacturer narrative:
Unit passed displacement test, excessive no delivery test, seat and rewind and basic occlusion test. Unit was unable to prime during prime/compromised force sensor alert test due to faulty fsr (gold). No motor error noted during testing. Motor tested outside the device and passed.

Event description:
Customer reported via phone call the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was unknown. Customer was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.